Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found.

Event description:
It was reported that prior to implant, when the cardiac resynchronization therapy defibrillator (crt-d) was interrogated, the gray longevity bar was present. The programmer was shut down and the device was reinterrogated and the gray bar was not showing on the screen. The device was not implanted. The device was interrogated four days later and the gray bar was still present. No patient complications have been reported as a result of this event.